Event description:
Customer complaint states:product failed to heat during use on a patient; patient is fine". No patient complication reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 10 lpm of air pressure, and a 382-10 universal water column is connected to the unit for a real time operational scenario. The following test parameters were set: invasive mode, full rainout, 37 c. The unit functioned without any interruption or functional anomalies for ~2.0 hours. Based on the investigation performed, the reported complaint could not be confirmed. Functional testing did not reveal any operational anomalies.

Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. Eight devices were taken from the current production p/n 425-00 concha neptune lot # 73c190008n, and functionally inspected. During testing, the issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. The device sample is needed for a proper and thorough investigation. Customer complaint cannot be confirmed. Root cause cannot be determined. Corrective actions cannot be established. If the device sample becomes available, this report will be updated.

Event description:
Customer complaint states: product failed to heat during use on a patient; patient is fine". No patient complication reported.